Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl and other blood glucose were 411 mg/dl, 362 mg/dl. The customer alleging possible insulin pump under delivery. The customer was treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.